Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was confirmed. The most probable cause for the damaged guide pin (consistent with broach not being properly secured prior to impacting) is improper handling by the user which is user error. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: it was omitted in error in the initial report that the device was difficult to attach and remove and would not secure properly. The device also failed pretest for functional assessment.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was confirmed. The most probable cause for the damaged guide pin (consistent with broach not being properly secured prior to impacting) is improper handling by the user which is user error. UDI: (B)(4).

Event description:
It was reported that the kincise adapter device would not lock onto the stem. During in-house engineering evaluation, it was determined that the adapter device failed functional assessment pretest due to the guide pin being damaged and the attachments could not be attached or removed. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.